Event description:
The customer reported via phone call that they had an expected restart on the insulin pump. Customer stated that for a few months the battery life has been about 2 weeks. Customer stated that they have received a countdown on the screen and an unexpected restart. Customer stated that there is a black circle next to the time and the time is reset. When the customer clears the alarm, the pump will restart with the numbers. Customer stated that a temp basal was not programmed before the alarm occurred. Pump was not stored or not in use for an extended period of time. Customer stated that the alarm occurred shortly after inserting a new battery. Customer also had an external ram error alarm. Customer was advised that the insulin pump will need to be replaced due to the second occurrence of the external ram error alarm. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No alarms were noted and the insulin pump passed the displacement test, self test, reset error test and off no power test. The operating currents were within specification. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.